Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).

Event description:
The device has been explanted.

Manufacturer narrative:
The reason for reoperation was lymphoma.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphoma alcl and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional later reported left side seroma and ¿collapsed open cyst." Lymphoma alcl diagnosis was confirmed as "atypical calls are strongly and diffusely positive with cd30" and ¿immunohistochemistry alk-1."

Manufacturer narrative:
The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient's representative reports bia-alcl diagnosis. The affected side, status of the device, and treatment are unknown. Pathological markers were not provided.